Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
The product was returned as an implant failure to osseointegrate and due to bone condition and pain. Based on the report, the pt had good oral hygiene, good bone quantity and type 2 of bone quality. Implant was removed because of pain and bone condition. The fixture was implanted with a 2 stage surgery with a primary closure. Implant was placed in tooth location #29. No bone augmentation material was used. The pt had a medical history of hypertension and (B)(6). The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as recovered with no complications.